Manufacturer narrative:
Investigation summary: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure modes of ink smears and deformed glass with the incident lot was observed however, underfill was not observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Bd was able to confirm the customer¿s indicated failure mode of ink smears and deformed; however, could not confirm the failure mode of underfill with the photos provided. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tubes there was a low draw and tube was cracked. The following information was provided by the initial reporter, translated from japanese to english: no draw: the tube didn't draw blood at all. Deformed: the tube was deformed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tubes there was a low draw and tube was cracked. The following information was provided by the initial reporter, translated from (B)(6) to english: no draw: the tube didn't draw blood at all. Deformed: the tube was deformed.